Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Report source: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a company representative (rep) regarding an trial implant procedure. The second electrode was implanted and the position was verified with fluoroscopy. The clinician programmer initiated the spinal stimulation with a frequency of 80 hz, a pulse width of 420 msec, and an amplitude of 1 volt to 4.5 volts. However, the patient did not feel the stimulation despite the high parameters. The doctor decided to change the electrode. The new electrode was positioned under fluoroscopy. The electrode was programmed with a frequency of 80 hz, a pulse width of 380 msec and an amplitude of 0.5 volts and the issue resolved. The patient was alive with no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: product ID neu_stylet_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed no anomaly found. Conclusion code belongs to lead (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.